Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose of 414 mg/dl; treated with the insulin pump. Customer stated that she was having problems with changing the battery. She inserted multiple batteries and received a battery out limit alarms. Batteries were out of the device greater than duration allowed. Customer declined to troubleshoot for high blood glucose; she stated that she had trouble with her new infusion sets. She blames her rheumatoids for this issue. Nothing further reported.